Manufacturer narrative:
As the sample was not returned and the lot number is unknown, a device analysis cannot be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis patient experienced peritonitis. The cause of the event was unknown. The patient was hospitalized for the event. On the same day as the event onset, the patient started treatment with intraperitoneal amikacin (100 mg ¿1st day¿; frequency and duration not reported) and intravenous meropenem (500 mg each bag; frequency and duration not reported) for peritonitis. Action taken with dianeal and extraneal therapies were not reported. At the time of this report, amikacin and meropenem remained ongoing. The patient¿s recovery status and outcome of the event were unknown. No additional information is available.